Event description:
It was reported that the patient developed a staphylococcus infection in an unknown location. Symptoms of full body pain and fatigue were noted. Physician believed that the infection was related to the device. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7080815/7080818.